Event description:
It was reported that the insulin pump was broken in a way that the motor protrudes from the case when priming. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a scratched liquid crystal display window. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. Unable to perform the prime test due to a loose drive support disk.